Event description:
It was reported that the patient's pacemaker exhibited noise oversensing. The patient presented for a pacemaker replacement procedure. The noise was generated when the pacemaker was touched during the replacement procedure. Resistance was encountered during lead extraction, and a mass-like material was removed with the lead. The pacemaker was subsequently explanted and replaced. Visual inspection of the explanted device revealed bodily fluid within the right atrial connector port. No adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.